Manufacturer narrative:
Literature article title: comparison of the 9-month intra-stent conditions and 2-year clinical outcomes after resolute zotarolimus-e luting stent implantation between 3-month and standard dual antiplatelet therapy. Authors: wataru fujimoto (md), takahiro sawada (md)*, takayoshi toba (md), yu takahashi (md), taishi miyata (md), shogo oishi (md), tsuyoshi osue (md), tetsuari onishi (md), tomofumi takaya (md), akira shimane (md), yasuyo taniguchi (md, fjcc), hiroya kawai (md, fjcc), yoshinori yasaka (md). Hyogo prefectural himeji cardiovascular center, division of cardiovascular medicine, himeji, hyogo, japan © 2018 published by elsevier ltd on behalf of japanese college of cardiology. Https://doi.org/10.1016/j.jjcc.2018.01.006. If information is provided in the future, a supplemental report will be issued.

Event description:
Study was carried out to compare 9-month intra-stent conditions and 2-year clinical outcomes after resolute zotarolimus-eluting stent implantation between 3-month and standard dual antiplatelet therapy. Eighty two patients were enrolled and divided into subgroups of 3-months dapt and standard group on dapt until follow-up. Resolute zotarolimus-eluting stents were implanted in all patients. At follow-up, a patient suffered stent malapposition, myocardial infarction, two patients required target vessel revascularization and some patients suffered gi bleed with one requiring blood transfusion.